Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure on (B)(6) 2021. During implant, it was noted that the patient's left ventricular lead had plastic on one of the electrodes, which prevented the lead connector sleeve from fixing to the lead. A different lead was then used to complete the procedure without incident. There were no patient consequences.

Manufacturer narrative:
The reported event of lead could not fit the is-4 connector sleeve was confirmed. The lead connector passed insertion testing into the test ICD device, but failed insertion test into the test is-4 connector sleeve. Dimension analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.